Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, after two weeks lens was dislocated. The iol was exchanged for unspecified lens. There was no further impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The lens is cracked on one half of the lens. The opposite half is split and cracked in two lines that are parallel to each other. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was returned for evaluation. A dimensional inspection could not be conducted due to extensive damage. Information regarding the replacement lens was not provided. The manufacturer internal reference number is: (B)(4).